Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the audio was louder. Customer¿s blood glucose level was unknown. Customer also reported that they did not hear the differences between the two audio volumes 1 and 5. Troubleshooting was performed. Customer was also advised to place insulin pump in storage mode. Customer did receive a sensor updating or sensor glucose value not available alert and change sensor alert. Customer did not receive a calibration not accepted alert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.